Event description:
It was reported that there was a volume discrepancy. The expected volume was 12.4ml and the actual volume was 18ml. The cause of the discrepancy was unknown. There were no diagnostic testing or troubleshooting performed but was planned in the future. The manufacture representative was not present a the pump refill, they were notified on 2014-09-18 when the patient was scheduled for a rotor/dye study but did not show up for their appointment. The patient's status at the time of report was "alive-no injury." It was unknown if there were any patient symptoms or complications associated with the event. The pump system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).